Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected, and biological debris was noted inside the valve. The position of the cam when valve was received was 130mmh2o. The valve was hydrated. The valve was tested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was flushed and failed, an occlusion was noted. The silicone was cut just after the valve mechanism. The cam mechanism was moved. The valve was retested for programming and passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, and on the spring. The root cause for the programming problem is due to the biological debris found on the cam mechanism. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was not working and was revised. The patient had the valve implanted a year ago. The surgeon was unable to reprogram the valve to adjust the setting and the valve seemed to be stuck.